Event description:
It was reported the asymptomatic patient presented in clinic .upon interrogation, it was observed the atrial lead lost capturing and sensing. The lead was capped and replaced on (B)(6) 2021. There was no patient consequence before and after the surgery.